Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported that during the implant procedure on (B)(6) 2015, the junction point of the extension and lead were accidentally damaged with a scalpel "to a mile degree." It was further reported the hcp had "damaged the contact of the extension and lead during the operation." The hcp "ascertained that this accident event had not interfered with the operation of the equipment after repeated tests." The system's related function and programming were checked on (B)(6) 2015 and it was determined "the accessories worked well during that period of time." The patient had experienced "no injury" from the event. A supplemental report will be filed if additional information is received.